Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h4, h6, h10 the valve was received for evaluation: DHR - lot number 3830607, showed a nc-report when released to stock on the 30th july 2019. UDI: (B)(4) failure analysis: the valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leakage, siphon guard, reflux and pressure. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for valve occluded could be due to biological debris and protein build up that may cause an occlusion, but at the time of investigation, no occlusion was noted. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the flow could not be confirmed when he checked patency after placing the certas valve during the procedure. When removing the valve, it was confirmed that blood was inside the valve. After removing blood from the valve, the physician placed valve again and checked the flow, but it could not be flowed. Therefore, the valve was changed to a new one and the procedure was completed. It was reported that over 30 minutes surgical delay was observed.